Manufacturer narrative:
(B)(4). A maquet fueld service technician evaluated the unit in question. It was noticed that the battery was last replaced in april 2013. According to the instructions for use (IFU: rotaflow console, en) the battery needs to be replaced every 24 month. In addition it was reported that the battery pack felt very hot to the touch and 3 cells were found to be not functional. A supplemental report will be sent if new information becomes available.

Event description:
It was reported that during patient treatment an accustic alarm was noticed and the error message "temp" was displayed followed by a shut-off of the device. The device was exchanged for another one. In addition it was reported that after the operation was completed the patient was kept cool (32-34 degrees celsius) and sedated for 24 hours before being allowed to awake and that now the patient is awake and mobile-walking well-patient's motor skills are reported to be good. The procedure was delayed for about 4.5 minutes due to the event. (B)(4)